Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator indication for urinary dysfunction/sacral nerve sti mulation and gastrointestinal/pelvic floor. Patient had experienced a loss or change of therapy. She went to her doctor office yesterday (B)(6) 2016 and her ins (stimulator) was off. Doctor told her it was likely caused by store security sensor. Patient reported she had her ins replaced (B)(6) 2015 due to normal battery depletion

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.